Event description:
The patient reported that they had several implants and that each implant had only lasted them about 9 months, then they would have to go and replace the battery. It was stated that the devices not lasting as long as expected all started with their first implant they had put in, and the healthcare provider (hcp) told them each implant would last about 4-5 years. Each time the battery was replaced the hcp would make a small incision and then easily change out the battery and make a cut on the same scar that was already there. However, for this implant, the hcp "ripped them open" and made the incision really long and bigger than necessary so the scar has "moved around" on their chest. The seventh battery prematurely depleted sometime in 2009. Indication for implant is dystonia. See related regulatory reports 3004209178-2016-20087, 3004209178-2016-20088, 3004209178-2016-20089, 3004209178-2016-20090, 3004209178-2016-20091, 3004209178-2016-20092.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.